Event description:
Information received from the field notes that the patient was in the hospital for a non-pacemaker related issue. The device was found to be in back-up mode and it was indicated that the patient had been to the emergency room within the month, where he was "shocked" for atrial fibrillation.